Event description:
The customer reported the system had communication problems and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representation evaluated the system and replaced the cpu. The system operates as intended.